Event description:
The pt reportedly developed an infection (pseudomonas) and was hospitalized. The pt was treated with IV antibiotics (type unk), however, there was no improvement. Explant surgery is scheduled.